Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The list number and lot number of the device that was in use are unk. The customer contact identified the device as an unspecified plum tubing set. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of taxotere, at an unspecified rate, via a plum a+ pump. After an unspecified length of time, the customer contact reported that the connector for the b line malfunctioned and an unspecified volume of solution leaked onto the pump. No specific details were provided. There were no reported adverse pt effects and no delay in therapy critical to the pt. No medical intervention were reported. No add'l info was provided.